Event description:
The user facility reported difficult in the mobility of the progreat device. Follow up communication with the user facility confirmed the following information: during venous sampling case, the medical doctor requested a microcatheter with a preloaded wire; when attempting to flush and advance the wire through the microcatheter, the wire could not advance beyond the tip of the catheter or removed from the catheter; the catheter was removed from service; a replacement was opened; and no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2015-00016 to provide the return sample evaluation by the manufacturing facility. The actual sample was returned to the manufacturing facility for evaluation. The catheter and the guide wire were returned in the state of being separated from each other. Visual inspection upon receipt no anomalies on the catheter or on the guide wire. The guide wire and the catheter were wetted with saline solution sufficiently and the guide wire was inserted from its distal end into the catheter from the hub side. The guide wire was found to be able to be advanced all the way through the catheter with no resistance perceived. The guide wire was immersed in saline solution and then set on a load measuring machine. The frictional resistance was determined while the guide wire was passing through the hole on the valve. No increase in the frictional resistance was confirmed. Magnifying inspection of the surface of the guide wire found anomalies along the total length. Magnifying inspection of the catheter found no anomaly. The surface of the guide wire was electron-microscopically inspected for the state of the hydrophilic coating on it. The guide wire was confirmed to present the unique crackle pattern. This unique crackle pattern is the evidence of the presence of the hydrophilic coating applied on the surface of the guide wire. The hydrophilic coating gets swollen when it contains moisture. In contract, in the dry state, it gets crackled in the unique way. The crackle pattern has some inter-individual difference by product. The lumen of the catheter was inspected at the hub and at the distal extremity of the shaft. No anomaly was observed. A review of the device history record and shipping inspection record of the involved product/lot# combination confirmed that there were no production related problems or any discrepancies in the inspection results. A review of the complaint files confirmed that the involved product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the following factors can be inferred as a cause of this complaint. Insufficient priming of the involved catheter and the actual sample caused the hydrophilic coating on the actual sample to get sticky. Due to insufficient flushing of the actual catheter sample after an injection of a drug through it, the drug remained inside the actual catheter, affecting the lubricity of the actual sample adversely. From the available information, however, the cause cannot be identified definitely. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "flush the lumen of the guiding catheter and the micro catheter system continuously with heparinized saline solution. Residual contrast media or blood clots on the catheter system surface reduce its lubricity, preventing smooth catheter movement. If flushing fails to restore surface lubricity, discontinue the use of the micro catheter system and remove it slowly and carefully together with the guiding catheter. Excessive force used in pulling the catheter may cause breakage, rupture, separation, which may necessitate retrieval." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2015-00016 to provide the return sample evaluation by the manufacturing facility.

Manufacturer narrative:
(B)(4). The actual device has not been returned for evaluation. Therefore, the investigation was based upon the retention sample from the reported product/lot# combination. A visual inspection of the guide wire and the catheter did not find any anomalies on their shafts along the total length, including a kink or break, which would relate to the reported event. Magnifying inspection of the surfaces of the guide wire and the catheter did not revealed any anomalies, including a flaw or dent, on either of them. The lumen of the catheter was inspected under magnification and confirmed to be normal without any anomaly such as a crash. The guide wire and the catheter were subjected to dimensional inspection on their outside and inside diameters. They were confirmed to meet manufacturer specifications. Review of the manufacturing history record of the confirmed that there were no indications of production-related problems for the involved product/lot# combination. A review of the complaint file confirmed that the involved product code/lot# combination has not been reported previously. The investigation results verified that the retention sample from the involved product code/lot# combination was the normal product with no inherent deficiency which would relate to the reported complaint. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.